Event description:
It was reported that a spectrum pump had in and out downstream primaries within seconds. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported in and out downstream primaries within seconds which was not reproduced. A review of the event history log confirms multiple downstream occlusion messages. During evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream tubing guide assembly will be reworked and the force sensor will be calibrated.